Manufacturer narrative:
(B)(4): no damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. Also the pin on the center shaft collar has been sheared. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t11-s1 to treat degenerative disc disease. It was reported that the tip of the driver broke off. No patient complications were reported.